Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 01/10/2014-device evaluation:the pump has been returned and evaluated by product analysis on 12/30/2013 with the following findings:a visual inspection of the pump confirmed multiple scratches on the display lens. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a damaged display issue. The screen is very scratched. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.